Manufacturer narrative:
Lot number was not provided; therefore, no batch record review could be performed. Trends have been reviewed for complaint categories, alarm #17: return pressure and pressure dome membrane leak. No trends have been detected for alarm #17: return pressure; however, a trend was detected for pressure dome membrane leak. CAPA's (B)(4) have already been initiated to investigate alarm #17: return pressure and pressure dome membrane leak. CAPA's (B)(4) were closed as effective. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore. It could not be determined if the product met specs based solely on the info provided by the customer. (B)(4).

Event description:
Customer reported she received multiple return pressure alarms approx 25% into the procedure single needle mode. Customer stated she checked the access and it was adequate. Customer then noticed a small, slow leak at the return pressure dome. Customer aborted treatment and returned the pt's blood manually. The pt is in stable condition. The kit will not be returned for eval. No service was generated.